Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal letter received: our client was admitted on the (B)(6) 2018 for elective right hip revision surgery. We attach implant traceability stickers for your attention. In the next year of this surgery our client informs us that he suffered excruciating pain as a result this surgery and learn in or around early (B)(6) 2019 that the prothesis that was implanted on (B)(6) 2018 was in fact broken. This resulted in our client having to have a right proximal fibular replacement due to the broken prothesis on the (B)(6) 2019. As previously stated above patient had to have a further operation on the (B)(6) 2019 as a result of the broken prothesis. The operation that took place in 2019 involved a dissection down to the bone; the broken stem of implant identified; cables of hook plate cut and plate removed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed, for the finished device lot number: 501849, product code:157184000. And no non-conformances/ manufacturing irregularities were identified.